Event description:
During index procedure, two endeavor sprint rx drug-eluting stents were implanted in the mid lcx. The first stent (MFR report # 2953200-2009-00322) was implanted to treat the target lesion and the second stent (MFR report # 2953200-2009-00323) was implanted, abutting, to treat complication/dissection/bailout, after stent implantation to cover target lesion. One day post index procedure, a mi is reported to have occurred. Investigator classifies mi as acute non stemi. Location of infarction non determinable. There were no clinical symptoms or ECG changes. Event classified as peri procedural mi based on enzyme levels. Investigator reports that event was not related to study stent. Patient symptomatic at 30-day and 6-month follow ups.

Manufacturer narrative:
Inherent risk of procedure (mi, dissection).